Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to adverse reaction to metal debris. During the procedure, it was allegedly noted there was dark tissue behind the acetabular cup.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error/or omitted on the initial report.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of adverse reaction to metal debris. Legal counsel further reports that dark tissue behind the acetabular cup was allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09098).